Manufacturer narrative:
Investigation summary one picture sample was provided for evaluation by our quality engineer team. Through examination of the picture sample, the cannula was shown crossing through the shield. A review of the production history for the provided lot number was performed and the review did not reveal any detected signs of non-conformance during the production process. Based on the investigation results, a definite cause for this incident could not be determined. This defect most likely was produced in the last step of the assembly process when the shield is introduced to the syringe. Due to an inaccurate adjustment in the assembly process, the shield was most likely incorrectly positioned, which then bent the cannula. Due to the severity and frequency of this defect, further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and any emerging trends.

Event description:
It was reported that a needle through the shield was found before use with a bulk needle ns 30ga 1/2in. The following information was provided by the initial reporter, ¿a customer complaint that a cannula has pierced the protective cap.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the shield was found before use with a bulk needle ns 30ga 1/2in. The following information was provided by the initial reporter, ¿a customer complaint that a cannula has pierced the protective cap.¿